Event description:
Received info of a fire that occurred in a home where a pride lift chair was located. The facility is investigating the lift chair along with other items that were at the event location. A report is pending.

Manufacturer narrative:
Evaluation anticipated, but not yet begun. A follow-up report will be submitted upon completion of investigation.